Event description:
Us complainant reported that the patient (pt) was being placed on impella cp support pre percutaneous coronary intervention (pci). It was reported that the impella had frequent suction alarms which could be affecting the patient¿s hematuria. The physician was encouraged to add volume and assess impella position as soon as possible. Its unknown if the hematuria and suction alarms were resolved. Care was withdrawn and the patient expired after 45.60 hours of impella support. No allegations were made towards the impella for cause of death. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿